Manufacturer narrative:
Visual examination of the returned sample confirmed that a portion of the polyurethane coating had been damaged and sheared away from the guidewire partially exposing the core wire. Retention sample testing confirmed that the coating was properly adhered and no defects or abnormalities were noted. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a rough surface (perhaps along the interior surface of the urology scope or the kidney stone that was being manipulated). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been forwarded to the manufacturing facility for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported that during a kidney stone manipulation. Procedure, the "coating began fraying at the distal end and came off." Reportedly, the procedure was performed through a ureteroscope and the detached material was successfully retrieved. The procedure was completed with a second guidewire and there were no pt complications.